Event description:
It was reported that their pump screen was dark and would not turn on. Customer's blood glucose level was 8 mmol/l. Technical support instructed the customer to try troubleshooting steps, but the display remained black despite attempts to turn on the pump. As a resolution, technical support arranged to replace the pump and instructed the customer to use a backup insulin pump to ensure continuous insulin delivery. The pump was under warranty, and the customer was guided through the process of returning it to tandem using a pre-paid label.